Event description:
It was reported that high impedances (greater than 10,000 ohms) were seen during implantation. Two extensions were replaced and after it was stated that the "impedances were correct". The patient's status was listed as no injury and no adverse event. No symptoms were reported in relation to this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the extension (s/n: (B)(4)) found that the conductor was broken at the distal end, up to the transition point. It was stated the #0 conductor was broken at the #0 distal end connector block. Functional tests showed circuit 0 was 'open.' Circuits 1-7 showed impedances between 2.1 and 2.3 ohms. There were no shorts between circuits (dry). Analysis of extension (s/n: (B)(4)) found no anomaly. Functional tests showed circuits 0-7 showed impedances between 2.1 and 2.4 ohms. There were no shorts between circuits (dry).

Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: extension; product ID: 37081-40, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: extension. (B)(4).